Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). The instrument was returned for analysis intact but without the spacer on the device. The customers complaint has been confirmed. Based upon the visual and functional examination, it was concluded that the device returned had a leak at the adhesive joint. We have opened an investigation into this matter to determine the root cause of this failure mode.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the balloon was not expanded after the device was inserted into the patient. When the device was removed, it was found that the balloon was burst. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that the device had not contacted other sharp instruments.